Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz arterial clamp. The incident occurred (B)(6). After the patient was removed from the operating room, a livanova field service representative present at the facility, inspected the device. First of all, system log files were retrieved, then multiple function tests were performed and it was unable to confirm the failure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during pre-operation safety tests, an essenz arterial clamp did not close, nor indicate a status of closed on the cockpit of the console as expected when the level or bubble alarm were triggered. After several attempts to verify the condition by the user, the arterial clamp began to function correctly, therefore it was possible to continue with the pre-operation safety tests. The case did not require the patient to be placed on bypass. There was no patient involvement.